Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. . Nordic bluetooth pairing test: pass. Tested on global transmitter final functional tester: passed relevant testing. Performed share log review and a loss of connection was found. The reported event of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) this MDR is associated with MDR report number 3004753838-2017-100017.

Event description:
This MDR is associated with MDR report number 3004753838-2017-100017